Event description:
The patient reported that she was unable to scroll properly when using the up arrow keypad button. The patient stated that she had to press the up arrow keypad button multiple times before it would advance. The patient also indicated that there was no damage to the keypad and that she does clean the pump. The patient also reported that she wears the pump attached to a belt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and backlight keypad buttons were intermittently responsive. There was evidence of adhesive found under all key contacts.